Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the auto capture function was misdiagnosing capture as loss of capture according to the electrograms. The device's output was reprogrammed to resolve the event. The patient was stable.